Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of handle detached. Imdrf device code a150203 captures the reportable event of bands difficult to deploy. Block h11: investigation results- the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was not returned. Only the handle was returned and part of it was broken. No other problems with the device were noted. The reported event of handle detached was confirmed. Upon analysis, only the handle was returned, and visual analysis confirmed that part of the handle was broken. It is possible that the damage on the handle occurred due to procedural factors such as excess force or the manner in which the device was handled and manipulated. Excessive manipulation of the device could have induced the defect found. However, the reported event of bands difficult to actuate was not confirmed since the ligator housing was not returned. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus to treat esophageal varices during an unknown procedure performed on (B)(6) 2024. During the procedure, a part of the spinning wheel broke off after three bands were shot off. There was too much resistance to shoot more bands. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of handle detached. Imdrf device code a150203 captures the reportable event of bands difficult to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus to treat esophageal varices during an unknown procedure performed on (B)(6) 2024. During the procedure, a part of the spinning wheel broke off after three bands were shot off. There was too much resistance to shoot more bands. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.